Manufacturer narrative:
(B)(4). Concomitant medical products-oxf twin-peg cmntd fem md PMA , item 161469, lot 290440, therapy date - (B)(6) 2018, oxf anat brg rt md size 3 PMA , item 159575, lot 657640, therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01159 and 3002806535-2018-01161.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to tibial loosening.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to tibial loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.